Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display and unexpected restart alarm. The customer¿s blood glucose level was unknown at time of incident. The customer stated that the insulin pump alarmed with battery out limit, unexpected restart alarm and blank display during the normal use. The customer was advised to disconnect from the insulin pump. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify unexpected restart, battery out limit, low battery alarm due to blank display. The insulin pump had a cracked battery tube threads.